Manufacturer narrative:
D2b pro code (product code): obj, itx. The device was returned for analysis. Visual inspection revealed the device was returned with a guide wire stuck due residues in the guide wire lumen and with sections of the guide wire lumen torn. Microscopic inspection revealed the transducer housing near the distal tip, also guide wire lumen torn was observed.

Event description:
It was reported that device entrapment occurred. The patient presented with may-thurner syndrome for a venogram. The target lesion was located in a non-tortuous and non-calcified iliac vein. The oc35 imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being removed over a non-boston scientific guidewire, the device became stuck on the wire and the devices had to be removed together through the sheath. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The patient presented with may-thurner syndrome for a venogram. The target lesion was located in a non-tortuous and non-calcified iliac vein. The oc35 imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being removed over a non-boston scientific guidewire, the device became stuck on the wire and the devices had to be removed together through the sheath. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Pro code (product code): obj, itx.